Manufacturer narrative:
(B)(4). No related complaint received with return of device. Failure event observed during analysis. Analysis found abrasion breaching the outer insulation and exposing the outer coil at 16.1 - 17.5 cm from the proximal cut end. Abrasions are consistent with constant friction to another implantable device or feature of the patient anatomy. (B)(4).

Event description:
This report is to advise of an event observed during analysis.